Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: initial report submitted on (B)(6) 2011 reflected the incorrect manufacturing site. Therefore a supplemental report is being submitted to indicate the correct manufacturing site as (B)(4).

Event description:
It was reported that when the device was interrogated an error message displayed. An attempt was made to interrogate the device with two programmers. A power on reset was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that when the device was interrogated an error message displayed. An attempt was made to interrogate the device with two programmers. A power on reset was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.